Manufacturer narrative:
Events reported in this procedure are filed under MFR report # 2953769-2011-00052 and 2953769-2011-00053. Eval method: follow-up with company representative.

Event description:
It was reported that a patient had a compression fracture and underwent a balloon kyphoplasty procedure at level l3. Intraoperatively, a hole might have been made in the pedicle during osteo introducer system / drill advancement. There was possibly an un-detected posterior wall fracture. Reportedly, the procedure was completed successfully and patient status is good. Re-operation is not planned as the patient did not have neurological symptoms. No further information was reported.